Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaint could not be confirmed and the root cause is undetermined.

Event description:
Material no.: 382534 batch no.: 9148907, 9233298, unknown it was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the push button is causing a pinch upon pushing the bottom. It was also reported that the needle does not retract and the retraction button jams. It was also reported the catheters will have holes in them causing leaks out of the side of the catheter. The following information was provided by the initial reporter: in speaking from the ER side of using these bd 20g catheters we have had many issues with them, much more recently. Our IV success rate has dramatically decreased since using these catheters, especially in our ER, this is something I could start tracking for your information if you would like. Last weekend I worked 3-12 hour shifts and I had at least 3 catheters a shift not retract the needle when I pushed the button, (we start approx. 40-60 IV¿s daily as well as called to several other units for assist with IV starts) several times the button jammed and would pinch my finger thru my glove, the needle did not retract and had to be pulled out without the protective shield. Nurses are finding more incidents of faulty catheter tips with holes in the end of the catheter causing IV fluids to leak out the side of the cath tip (not the end of it). It is just a matter of time before a needle stick happens with a faulty catheter, all the ones that we have noticed have been all 20g needles. These are not butterfly needles, they are 20g bd insyte autoguard bc, the lot number I have in front of me is 9233298, I can not be specific if this is the lot causing the issues as I just went into the supply room and removed one.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9148907. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-05-28. Medical device lot #: 9233298. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-21. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 382534, batch no.: 9148907, 9233298, unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the push button is causing a pinch upon pushing the bottom. It was also reported that the needle does not retract and the retraction button jams. It was also reported the catheters will have holes in them causing leaks out of the side of the catheter. The following information was provided by the initial reporter: in speaking from the ER side of using these bd 20g catheters we have had many issues with them, much more recently. Our IV success rate has dramatically decreased since using these catheters, especially in our ER, this is something I could start tracking for your information if you would like. Last weekend I worked 3-12 hour shifts and I had at least 3 catheters a shift not retract the needle when I pushed the button, (we start approx. 40-60 IV¿s daily as well as called to several other units for assist with IV starts) several times the button jammed and would pinch my finger thru my glove, the needle did not retract and had to be pulled out without the protective shield. Nurses are finding more incidents of faulty catheter tips with holes in the end of the catheter causing IV fluids to leak out the side of the cath tip (not the end of it). It is just a matter of time before a needle stick happens with a faulty catheter, all the ones that we have noticed have been all 20g needles. These are not butterfly needles, they are 20g bd insyte autoguard bc, the lot number I have in front of me is 9233298, I can not be specific if this is the lot causing the issues as I just went into the supply room and removed one.